Event description:
An endeavor rx drug-eluting coronary stent system, diameter 3.0mm, length 30mm, was intended to treat a lesion in a patient's moderately tortuous lcx. It was reported that there were two lesions, one in the distal lcx and one in the proximal lcx exhibiting 90% and 70% stenosis, however, it is unknown which of these was the target lesion. It was reported that the stent dislodged from the delivery system in the patient. It was confirmed that the stent was inspected prior to use with no issues noted. It was also confirmed that the stent was handled directly prior to use, contrary to endeavor rx instructions for use. No resistance was encountered during advancement of the device, though the guide catheter or to the target lesion. The dislodgement was reported to have occurred during advancement to the lesion or while crossing the lesion. The patient underwent emergency CABG surgery for removal of the dislodged stent. Patient was reported to be stable post procedure and no clinical sequelae have been reported. The device and a cd of procedural images were returned to medtronic for evaluation. The stent was not on the balloon, and was not returned. Both balloon pillows were evident on the un-inflated balloon. Crimp/ bake impressions were evident on the balloon working length. The procedural images showed the proximal lesion being pre-dilated. There were no images of the endeavor device being introduced to or retracted from the vessel. Further images showed failed attempts to retrieve the dislodged stent. Based on an image of the proximal side of the dislodged stent, near the opening of the guide catheter, it appears that the stent may have been bunched during attempted withdrawal.

Manufacturer narrative:
Evaluation codes, results: dislodgement, contravening IFU. Evaluation codes, conclusions: stenosis, moderate tortuosity, direct handling of stent prior to use.